Event description:
The customer reported that during a laparoscopic rectum resection, when sealing the inferior mesenteric artery (approximately 4-5 mm thick) and then cutting, slight bleeding (less than 250cc) occurred at the cutting line. The surgeon sealed the vessel a second time in order to stop the bleeding. Reportedly, an endtone (indicating a completed seal cycle) had sounded for the initial sealing. The same device was used for the re-seal and to complete the surgery. There was no harm to the pt.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Further, the incident generator has not been returned to covidien for evaluation. A review of the device history record for this generator indicates that it previously tested satisfactorily and was released meeting all specifications.